Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the handles and steering shafts. Cleaned all wheels. During investigation identified a damaged power cord and jammed printer. Replaced the power cord and corrected the printer jam. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the right handle on the 9800 system is loose and the right wheel binds. There was no report of pt injury.